Event description:
We have become aware of a potential issue with tour siemens linear accelerator's coherence therapist system related to image shift. If the reference image has been calibrated for centering, when the reference image is used for pt positioning, the image will shift when the positioning tools are used. Potential for mistreatment if the image is shifted so that the image isocenter does not correspond to the machine isocenter. It is important to note that the anomaly was discovered prior to treatment. Root cause has been identified to be a software error and corrective & preventive action (customer notification and software correction) has been released and reported to the agency under corrections & removal number 2910081-12/06/07-009-c. The reporting site have not received or installed the new update.